Manufacturer narrative:
According to the customer, the staple inserted on (B)(6) 2025 for a "4th and 5th tmt fusion" has broken at "approximately 3-4 months post-op". The customer reported that the broken staples were explanted on (B)(6) 2025. The customer said that "delayed unions and non-unions have occurred" related to the reported incident. No demographic information was given but 0 kg was entered into this MDR due to the portal not accepting the MDR with the field left blank. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the staple inserted on (B)(6) 2025 for a "4th and 5th tmt fusion" has broken at "approximately 3-4 months post-op".

Manufacturer narrative:
Updated g4: 510k- k210482.